Event description:
Linear stapler with linear stapler cartridge would not fire; 1 proximate reloadable linear stapler tx30b t40002, 1 proximate linear stapler cartridge xr30g n4l42w. FDA safety report ID# (B)(4).